Event description:
Medtronic received information regarding a valve used during a hydrocephalus procedure. It was reported that the product was damaged. There was an apparent valve malfunction. The valve was not submitted to MRI or high magnetic fields. The doctors stated that every two hours, the patient started to present symptoms. When they checked the setting on the valve, the valve showed to be deprogrammed. This "repeated again and again." It was noted that the procedure was completed with the reported product. There was no reported delay to the procedure. There was no reported impact to the patient.

Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.